Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a surgery. During the surgery, the surgeon used the trial with the applicator. While trying to remove the trial implant from the disk space the trial detached from the applicator. The surgery was completed successfully with 5 minutes delay. There were no patient consequences are reported. This complaint involves two (2) devices. This report is for (1) t-pal spacer applicator knob. This report is 3 of 3 (B)(4).